Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular fibrillation could not be conclusively established through this investigation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2021. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced a decrease in appetite. The arrhythmia did not result in a clinical compromise, however, it was sustained and did not exist prior to the vad implant. The patient was sent home and was stable.

Manufacturer narrative:
Patient initials requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient presented for an outpatient clinic visit and was found to be in sustained ventricular fibrillation by electrocardiogram (EKG). The patient had urgent transesophageal echocardiography (tee) - guided non-synchronized cardioversion to convert back to normal sinus rhythm. The event resolved without sequelae.